Manufacturer narrative:
The event date was reported as an unknown date in (B)(6) 2017; it is unknown if that is when the device broke or was discovered broken. 510k: this report is for an unknown pfna nail/unknown lot. Part and lot number are unknown; UDI number is unknown. Pfna devices are not distributed in the united states, but is similar to device marketed in the USA. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a revision surgery was performed to remove a post-operative broken proximal femoral nail (pfna). The nail was being revised to a total hip replacement. The nail had broken at the point where the blade passes through the nail. The removal took approximately one (1) hour. The revision to a hip replacement was using a non-synthes system. Concomitant device: pfna blade (part/lot unknown, quantity 1). This report is for an unknown pfna nail. This is report 1 of 1 for (B)(4)..

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to a total hip replacement (stryker modular restoration). There was difficulty removing but the revision was successfully completed after removal of nail.